Event description:
Caller reported an issue with the incorrect time on the pump, which was greater than five minutes off. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor for any future discrepancies, with instructions to follow up if the issue recurs. Caller understood and acknowledged these instructions.